Event description:
It was reported that the patient was admitted after feeling unwell with fatigue and shortness of breath following a controller fault and controller exchange a week prior. The patient had taken extra diuretics without relief. The patient had elevated lactate dehydrogenase (ldh) and was started on a high dose heparin. Ldh continued to increase with continued shortness of breath, chest pressure "tea-colored" urine. The patient underwent a bronchoscopy. The patient's medication was changed from heparin to tissue plasminogen activator (tpa) therapy. The ventricular assist device (vad) power/flows increased and an intra-aortic balloon pump was placed. The patient underwent a vad exchange for as a result of vad thrombus and experienced a mediastinal chest bleed that required a blood transfusion. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump and controller with unknown serial numbers were not returned for evaluation. The reported high power and controller fault events were not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the controller fault event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.